Event description:
Undersized stem-subsided. A revision surgery was performed.

Manufacturer narrative:
Document review: amistem h femoral stem size 6 - ref. (B)(4)/ lot 110242. Document review was carried out on the lot 110242 (B)(4): all parameters were found to be conforming to specifications valid at the time of manufacturing. Thirty five stems belonging to this lot have been already implanted and no incidents have been reported up to now. It was clearly reported that the problem was the undersized stem: this is highly unlikely due to a wrong decision taken by the surgeon during the primary surgery; in fact, in the revision, it was used an amistem size 8. On the basis of the data collected, a device involvement is highly unlikely.